Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed black and white lines across the ilet screen while the device continued to function and blood glucose levels were unaffected, consistent with a display malfunction of the pump¿s user interface. Symptoms included no adverse clinical effects. Outcomes included no change in therapy and no medical intervention. Investigation included collection of user reports and return of the device for evaluation. Investigation of this device revealed a damaged or malfunctioning display consistent with screen artifact, while core pump functions remained operational. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display.